Manufacturer narrative:
Investigation revealed that there was no system malfunction. An investigation of the case logs revealed shifts occurred during the initial spin with e3d, resulting in a loss of navigational integrity. Furthermore, the user mentioned the use of the sterile-z drape, which is not a recommended drape to use for the drb during the auto-registration workflow. The case logs also showed that the software detected and then alerted the user of excessive deflection forces on the end effector, which can indicate skiving. Skiving can lead to the misplacement of implants. Ultimately, the user opted to re-register the patient under the pre-operative CT workflow and replaced all implants successfully with no adverse effect to the patient reported. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.